Manufacturer narrative:
The device is included in the flash 3 firmware upgrade rf telemetry failure advisory notice issued by abbott on 8 january 2020. [Further information was requested but not available.]

Event description:
During remote follow-up, rf telemetry was unable to be established with the implanted device. A firmware upgrade was recommended to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Should have been "initial use of device" in initial report.